Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher serial number (B)(6) by a zimmer biomet certified service repair technician on 27 april 2020 revealed that the sideplates were damaged, the gears were worn, and the unit was out of calibration. Repair of the device was performed by a zimmer biomet certified service repair technician on 27 april 2020 which included replacement of the sideplates, gears additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Z.s.g.m. Cutter 1:1 ratio caution: sharp; part #: 00-7703-010-00; serial #: (B)(4); z.s.g.m. Cutter 2:1 ratio caution: sharp; part#: 00770302000; serial #: (B)(4).

Event description:
It was reported that the device produced an incomplete mesh. Event occurred at a cadaver skin bank and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.